Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in vehicle accident. The customer was hospitalized on unknown date due to vehicle accident. The cause of death was vehicle accident. The caller stated that the customer had vehicle accident that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if customer was wearing sensors. It was unknown if the auto mode on the insulin pump was active or not. Customer passed away on (B)(6) 2021. The caller declined to return the insulin pump for analysis.